Manufacturer narrative:
(B)(4) date sent: 11/25/2024 additional information was requested, and the following was obtained: which pulmonary vessel was the site of the bleeding? Pulmonary artery were the staples the appropriate b-shape form on the vessel? Yes how was the post-op bleeding identified? CT scan and drop in hemoglobin how many days postoperative was the bleeding identified? Day 10 what was the total estimated blood loss (ml)? 3000 was a transfusion required? Yes how was the bleeding addressed? Surgical redo what was the pre and postoperative anti-coagulant and pain management protocol? Hbpm at preventive dose was the bleeding intraluminal or extraluminal? Extra any clips, clamps, or graspers near the area where the device was being fired? No please provide a timeline of events. Patient progressing with difficulty in post with drop of 4 g of hb in 24 hours on d10 please provide more details on the "sheared artery." On what anatomical structure were the shear marks observed? The bleeding was over the junction between the end of the artery and the first row of staples. Are any photos available? No are there any tissue patient factors that would have caused or contributed to the event? No

Event description:
It was reported that the patient had unstable post-op parameters, an infection was discovered in the operative area and, after a chest drain had been inserted and released infection, the surgeon found a hemorrhagic hematoma at the staple line. Beneath this hematoma, at the site of bleeding (just beside the staple line), were shear marks; as if the staples had sheared the artery (forming a fold just beside the staple line). Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes did the patient require revision surgery or hardware removal? Yes, was device explanted? False, did patient require revision surgery? True, if yes, date of revision surgery. (B)(6) 2024, reason for revision surgery. Infection, hemorrhagic hematoma, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Infection and additional procedure ( suture on the hole) prolonged hospitalization, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?infection, prolonged hospitalization, revision surgery, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe additional procedure ( suture on the hole) prolonged hospitalization.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which pulmonary vessel was the site of the bleeding? Were the staples the appropriate b-shape form on the vessel? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Please provide more details on the "sheared artery." On what anatomical structure were the shear marks observed? Are any photos available? Are there any tissue patient factors that would have caused or contributed to the event? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.